Event description:
During a colon resection procedure the following: "the device was fired, the 3-4 staples in the middle of the staple line did not form. Properly (they stayed in the open "u" shape), whereas proximally and distally they formed the proper "b" formations. I was informed this is the 3rd incidence this past week (first time share with me)," no pt consequences. Case completed with another device of the same product code.